Event description:
On (B)(6) 2015, patient admitted with n&v x2 weeks. Unclear etiology. Presents with weakness, dehydration and low lvad flows. Numerous pi events on device interrogation over the last week consistent with decreased oral hydration and n/v. Consider lvad hemolysis. Has dark urine x2 weeks. On (B)(6) 2015, ldh drawn, 2364. Cardiac output inadequate, will need additional support. Lvad speed 9600 rpm, flow intermittently reading 3/l/m power 5 pi 1.2, cvp 22, suspect vad thrombus. Inr, 6.7. Echo revealed minimal flow through his vad canula and decreased lvad flow. Patient has become unresponsive requiring intubation and pressors in setting of cardiac failure. Patient has significant thrombosis of vad system that is not ameneable to surgical repair. Patient has developed multisystem failure. Patient was made dnar and transitioned to comfort care.